Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked screen with an unresponsive touchscreen, rendering the pump nonfunctional and requiring replacement; users were advised that the replacement would not be water resistant and to maintain backup therapy, and shipping arrangements were completed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no emergency care, and no hospitalization. Investigation included customer service troubleshooting and user education, verification of shipping details, and collection of the damaged device for assessment. Investigation of this case revealed physical damage to the display assembly consistent with external impact, which led to loss of touch input and device usability; the affected component was the user interface/display module, and the problem was device damage rather than an in-use malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress unrelated to device design or manufacture.